Event description:
It was reported that the patient presented to the emergency room after received multiple shocks. It was stated that the patient received 15 shocks. Upon interrogation the device was found to be in back up operation. The device was explanted and replaced. The patient was stable pre, during, and post procedure.